Event description:
(B)(4) study. Revision of right side. Capsule lesion. The withdrawal form regarding revision at another site for unknown reasons and at unknown date has also already been taken and should be with depuy.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Hospital unknown reports: (B)(4) study. Revision of right side. Capsule lesion. The withdrawal from regarding revision at another site for unknown reasons and at unknown date has also already been taken and should be with depuy. The device associated with this report was not returned. Review of the device history records and or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.